Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr ous 4.00 x 20mm stent delivery system was returned to the complaint investigation site (cis) for analysis. Visual, tactile, microscopic and device to device interaction analysis was performed on the device. Multiple hypotube kinks were noted along the shaft of the device. Polymer extrusion stretched and detached 5.5cm distal from the port exchange and inner lumen damaged 6.4cm proximal from the tip of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. An attempt was made to pass a 0.0140-inch guidewire through the device but the polymer extrusion was detached, and the inner lumen was damaged and would not et the guidewire pass. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention (pci). The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left main to left anterior descending artery. A 4.00 x 20mm synergy megatron drug-eluting stent was advanced for treatment. However, during insertion, a resistance was felt and was stiff when the stent was being inserted into a 6f guidezilla ii guide catheter extension. The device and guidezilla were removed as one unit and found that the shaft of the stent had snapped inside the guidezilla. A non-bsc devices were used and completed the procedure successfully. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention (pci). The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left main to left anterior descending artery. A 4.00 x 20mm synergy megatron drug-eluting stent was advanced for treatment. However, during insertion, a resistance was felt and was stiff when the stent was being inserted into a 6f guidezilla ii guide catheter extension. The device and guidezilla were removed as one unit and found that the shaft of the stent had snapped inside the guidezilla. A non-bsc devices were used and completed the procedure successfully. No patient complications were reported.